Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found one haptic torn. Claim # (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 12.6mm tmicl12.6 implantable collamer lens, -06.50/+2.5/091 (sphere/cylinder/axis), and the surgeon noted a crinkle in the lens and decided not to implant the lens. There was patient contact but no injury, no incision enlargement or sutures. The backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.